Event description:
A dialysis pt was exhibiting signs of hypoglycemia. A freestyle reading of 100 mg/dl was taken on the fingertip. Approximately 20-30 minutes later, the customer lost consciousness. A lab test of 19 mg/dl was taken 50 minutes after the freestyle reading and the customer was treated intravenously with glucose. The customer had a CT scan. The reported freestyle reading of 100 mg/dl was not consistent with the customer's symptoms, nor their treatment.